Manufacturer narrative:
(B)(4). Batch # n91l0j. The analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 4 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by "the device was hanging"? Was the clip scissored when cutting the pedicle? How was the procedure completed?

Event description:
It was reported that during an unknown procedure, the device hangs instead of clipping. If surgeon clips second time, it cuts the pedicle (major bleeding risk). Unknown how case was completed. There were no adverse consequences for the patient.